Event description:
The sales rep has reported that the dc motor adapter in the green cable port was broken. The dr was able to finish the breast biopsy. There were no pt consequences reported.

Manufacturer narrative:
Based upon the eval results, the customer's complaint of a broken dc motor adapter has been verified. The site could not test the unit due to the broken dc motor adapter. The unit is currently on hold awaiting repairs.